Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("yeast infections"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), loss of libido ("loss of libido"), migraine ("migraine headaches"), fatigue ("fatigue,"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), ageusia ("loss of sense taste"), abdominal distension ("bloating,"), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain"), allergy to metals ("nickel allergy") and urticaria pressure ("pressure urticarial"). The patient was treated with surgery (underwent a surgical removal of the essure device). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fungal infection, amnesia, dyspareunia, loss of libido, migraine, fatigue, depression, anxiety, weight increased, ageusia, abdominal distension, bacterial vaginosis, back pain, allergy to metals and urticaria pressure outcome was unknown. The reporter considered abdominal distension, ageusia, allergy to metals, amnesia, anxiety, back pain, bacterial vaginosis, depression, dyspareunia, fatigue, fungal infection, loss of libido, migraine, pelvic pain, urticaria pressure and weight increased to be related to essure (ess205). Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a 32-year-old female patient who had essure (ess205) (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysplasia. Previously administered products included for birth control: mirena; for an unreported indication: levaquin, lyrica, ibuprofen, tramadol, prednisone and diflucan. Past adverse reactions to the above products included adverse drug reaction with mirena; formication with prednisone; pruritus with diflucan and levaquin; renal pain with tramadol; and urticaria with ibuprofen and lyrica. Concurrent conditions included hypothyroidism, hashimoto's disease, polycystic ovarian syndrome, menstruation irregular and sleep apnea. Concomitant products included metformin. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and hormone level abnormal ("hormonal changes"). In (B)(6) 2009, the patient experienced vision blurred ("blurry vision") and dry eye ("dry eyes"). In december 2010, the patient experienced fatigue ("fatigue,"). In (B)(6) 2016, the patient experienced urticaria pressure ("pressure urticarial"), pruritus ("itching"), inflammation ("inflammation") and swelling ("swelling"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced fungal infection ("yeast infections"), amnesia ("memory loss"), loss of libido ("loss of libido"), depression ("depression"), anxiety ("anxiety"), ageusia ("loss of sense taste"), abdominal distension ("bloating"), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain"), allergy to metals ("nickel allergy"), mood swings ("mood swings"), feeling abnormal ("mental fog"), dry skin ("very dry skin / scales on skin"), irritable bowel syndrome ("irritable bowel syndrome"), uterine leiomyoma ("fibroids"), pain ("total body pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent bilateral salpingectomy - laparoscopic). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fungal infection, amnesia, loss of libido, fatigue, weight increased, ageusia, abdominal distension, bacterial vaginosis, back pain, allergy to metals, urticaria pressure, mood swings, feeling abnormal, pruritus, inflammation, swelling, fibromyalgia, dry skin, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, vision blurred, dry eye, irritable bowel syndrome, uterine leiomyoma, alopecia, pain and abdominal pain outcome was unknown, the dyspareunia, vaginal haemorrhage, menorrhagia and hormone level abnormal had resolved and the migraine, depression and anxiety was resolving. The reporter considered abdominal distension, abdominal pain, ageusia, allergy to metals, alopecia, amnesia, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, fungal infection, headache, hormone level abnormal, inflammation, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood swings, pain, pelvic pain, pruritus, swelling, urinary tract disorder, urticaria pressure, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight 238 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') in a 32-year-old female patient who had essure (batch no. 626686) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia. Previously administered products included for birth control: mirena; for an unreported indication: levaquin, lyrica, ibuprofen, tramadol, prednisone and diflucan. Past adverse reactions to the above products included adverse drug reaction with mirena; formication with prednisone; pruritus with diflucan and levaquin; renal pain with tramadol; and urticaria with ibuprofen and lyrica. Concurrent conditions included hypothyroidism, hashimoto's disease, polycystic ovarian syndrome, menstruation irregular and sleep apnea. Concomitant products included metformin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2009, the patient experienced vision blurred ("blurry vision") and dry eye ("dry eyes"). In (B)(6) 2010, the patient experienced fatigue ("fatigue,"). In (B)(6) 2016, the patient experienced urticaria pressure ("pressure urticarial"), pruritus ("itching"), inflammation ("inflammation") and swelling ("swelling"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced fungal infection ("yeast infections"), amnesia ("memory loss"), loss of libido ("loss of libido"), depression ("depression"), anxiety ("anxiety"), ageusia ("loss of sense taste"), abdominal distension ("bloating"), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain"), allergy to metals ("nickel allergy"), mood swings ("mood swings"), feeling abnormal ("mental fog"), dry skin ("very dry skin / scales on skin"), irritable bowel syndrome ("irritable bowel syndrome"), pain ("total body pain"), abdominal pain ("abdominal pain") and pollakiuria ("pee a lot") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (underwent bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fungal infection, amnesia, loss of libido, fatigue, weight increased, ageusia, abdominal distension, bacterial vaginosis, back pain, allergy to metals, urticaria pressure, mood swings, feeling abnormal, pruritus, inflammation, swelling, fibromyalgia, dry skin, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, vision blurred, dry eye, irritable bowel syndrome, uterine leiomyoma, alopecia, pain, abdominal pain and pollakiuria outcome was unknown, the dyspareunia, vaginal haemorrhage, menorrhagia and hormone level abnormal had resolved and the migraine, depression and anxiety was resolving. The reporter considered abdominal distension, abdominal pain, ageusia, allergy to metals, alopecia, amnesia, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, fungal infection, headache, hormone level abnormal, inflammation, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood swings, pain, pelvic pain, pollakiuria, pruritus, swelling, urinary tract disorder, urticaria pressure, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 238 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: social media content received: essure product code changed as per date of insertion. Reporter added, event pee a lot was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a 32-year-old female patient who had essure (ess205) (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysplasia. Previously administered products included for birth control: mirena; for an unreported indication: levaquin, lyrica, ibuprofen, tramadol, prednisone and diflucan. Past adverse reactions to the above products included adverse drug reaction with mirena; formication with prednisone; pruritus with diflucan and levaquin; renal pain with tramadol; and urticaria with ibuprofen and lyrica. Concurrent conditions included hypothyroidism, hashimoto's disease, polycystic ovarian syndrome, menstruation irregular and sleep apnea. Concomitant products included metformin. On (B)(6) 2008, the patient had essure (ess205) inserted. In june 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In july 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In october 2008, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In may 2009, the patient experienced weight increased ("weight gain"). In july 2009, the patient experienced alopecia ("hair loss") and hormone level abnormal ("hormonal changes"). In september 2009, the patient experienced vision blurred ("blurry vision") and dry eye ("dry eyes"). In december 2010, the patient experienced fatigue ("fatigue,"). In may 2016, the patient experienced urticaria pressure ("pressure urticarial"), pruritus ("itching"), inflammation ("inflammation") and swelling ("swelling"). In october 2017, the patient experienced fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced fungal infection ("yeast infections"), amnesia ("memory loss"), loss of libido ("loss of libido"), depression ("depression"), anxiety ("anxiety"), ageusia ("loss of sense taste"), abdominal distension ("bloating"), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain"), allergy to metals ("nickel allergy"), mood swings ("mood swings"), feeling abnormal ("mental fog"), dry skin ("very dry skin / scales on skin"), irritable bowel syndrome ("irritable bowel syndrome"), uterine leiomyoma ("fibroids"), pain ("total body pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent bilateral salpingectomy - laparoscopic). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fungal infection, amnesia, loss of libido, fatigue, weight increased, ageusia, abdominal distension, bacterial vaginosis, back pain, allergy to metals, urticaria pressure, mood swings, feeling abnormal, pruritus, inflammation, swelling, fibromyalgia, dry skin, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, vision blurred, dry eye, irritable bowel syndrome, uterine leiomyoma, alopecia, pain and abdominal pain outcome was unknown, the dyspareunia, vaginal haemorrhage, menorrhagia and hormone level abnormal had resolved and the migraine, depression and anxiety was resolving. The reporter considered abdominal distension, abdominal pain, ageusia, allergy to metals, alopecia, amnesia, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, fungal infection, headache, hormone level abnormal, inflammation, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood swings, pain, pelvic pain, pruritus, swelling, urinary tract disorder, urticaria pressure, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight 238 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events- "mood swings, mental fog, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) , itching, inflammation, swelling, fibromyalgia, very dry skin / scales on skin, bladder problem, urinary problems or changes, headaches, dysmenorrhea (cramping), blurry vision, dry eyes, irritable bowel syndrome, fibroids, hair loss, hormonal changes, total body pain, abdominal pain", reporter, lot number added from pfs. Concomitant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.